Event description:
Customer reported leaking from a smartsite valve while in use on a patient receiving an insulin drip to treat dka. The patient's glucose level was not dropping as expected so the nurse investigated and found that the bedding was wet. A leak was found at the second smartsite valve on the primary IV set. The set was changed and the infusion was continued. Additional blood draws and insulin were required. Although requested, no further patient/ event information was provided.

Manufacturer narrative:
(B)(4). All affected equipment was requested. The customer stated that the product will not be returned because it was discarded.